Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the stylet was removed from the catheter, it was unable to be reinserted. It was questioned if the catheter was blocked. The stylet that was packaged with the catheter was the same stylet being used. A different catheter was used to complete the procedure with no issues.

Manufacturer narrative:
Only the ventricular catheter was returned. The catheter was patent and met the requirements for leak testing. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.